Event description:
Our facility is experiencing a high failure rate with our morcellator handpieces. This is a single use device which is attached to a motor drive unit, which is used for removal of uterine tissue. There have been eleven incidents of failures with a variety of problems including the blades not spinning or working at all, poor overall performance, emitting loud grinding noises, excess fluid infiltration of varying degrees, and a presence of a black rubber debris on the drive gears (possibly from the black rubber belt). There have been three surgical cases over the past month where multiple problems have occurred. In total, eleven handpieces were not working satisfactorily, which resulted in the surgeon requesting a new handpiece seven different times in one case. Further examination is needed; however, initial investigation may point to a combination of the manufacturing processes being slightly out of tolerance and/or a usage issue. There are a number of injection molded pieces making up the handpiece of this device, if one of the pieces were out of tolerance, it could have produced some of the problems encountered.